Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the failure of the device occurred on (B)(6) 2020 at about 2:12 a.m.. The display of the device went dark, a low continuous tone occurred. The patient was immediately ventilated with hand bag by the nurse present in the room. When the ventilator was disconnected from the patient in order to connect the hand bag to the tube or goose gurgle, an airflow from the disconnected tube system of the respirator was noticed. Since no monitoring of ventilation was possible due to the display failure, ventilation was continued manually. The evita xl respirator was switched off. It was also reported that spo2 values documented for the corona patient ranged from 82% to 83% throughout the period between 02:00 and 03:00 a.m..

Manufacturer narrative:
The event reported by the user could not be clarified neither with the help of a logbook analysis nor by device investigation. At the reported time (the device time is one hour later than the local time), the logbook shows several switch on and switch off events that occurred in quick succession. The description of the event indicates a device warm start, but this is not reflected in the logbook. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Possibly the device was switched off so quickly that the warm start could not be entered in the logbook or occurred as a consequence of repeated switching on and off. The device was investigated by the manufacturer. A long term run was carried out without any abnormalities. The examination included the power supply including the switch. The device was checked successfully according to manufacturers specification and was returned to the customer.

Event description:
It was reported that the failure of the device occurred on (B)(6) 2020 at about 2:12 a.m.. The display of the device went dark, a low continuous tone occurred. The patient was immediately ventilated with hand bag by the nurse present in the room. When the ventilator was disconnected from the patient in order to connect the hand bag to the tube or goose gurgle, an airflow from the disconnected tube system of the respirator was noticed. Since no monitoring of ventilation was possible due to the display failure, ventilation was continued manually. The evita xl respirator was switched off. It was also reported that spo2 values documented for the corona patient ranged from 82% to 83% throughout the period between 02:00 and 03:00 a.m..